Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic infection ("infection: pelvic") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) female patient (gravida 5, para 4) who had essure (batch no. 50512910-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device physical property issue "lot of problems with the coils - one is twisted and another one might even be loose" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included multigravida, parity 4 and miscarriage. No contraceptive or method of birth control was used 5 years prior essure. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("recurrent vaginal bacterial"). In 2013, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced adnexa uteri pain ("pain: constant pain near ovaries/fallopian tubes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right or left side of my lower abdomen"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, pregnancy with contraceptive device, fungal infection, dyspareunia, adnexa uteri pain, bacterial vaginosis and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, adnexa uteri pain, bacterial vaginosis, dyspareunia, fungal infection, pelvic infection and pregnancy with contraceptive device to be related to essure. The reporter commented: after hsg the healthcare provider reported that one coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking indifferent areas. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: positive. (B)(6) 2018. Type of test: hysterosalpingogram (hsg). Result: migration of essure device. One coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking in different areas. Lot number 50512910 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint( invalid batch no.). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Hold for em 7/25this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left essure device perforated from the uterine cornua to the posterior uterine wall and sticking out of the posterior uterine wall. Right essure device perforated in the area of cornua and posterior uterine wall / migration of essure device') and pelvic infection ('infection: pelvic') in a 34-year-old female patient who had essure (batch no. 50512910-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "lot of problems with the coils - one is twisted and another one might even be loose". The patient's medical history included multigravida, parity 4 and miscarriage. No contraceptive or method of birth control was used 5 years prior essure. Concurrent conditions included pain menstrual, menstruation delayed, bacterial infection, yeast infection, elevated bp, headache, floaters, dizziness and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("recurrent vaginal bacterial"). In 2013, the patient experienced fungal infection ("yeast infection"). In june 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2016, the patient experienced adnexa uteri pain ("pain: constant pain near ovaries/fallopian tubes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("right or left side of my lower abdomen"), hair texture abnormal ("dry hair"), alopecia ("hair comes out in hands fulls") and onychoclasis ("nail break and get so soft"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic infection, pregnancy with contraceptive device, fungal infection, dyspareunia, adnexa uteri pain, bacterial vaginosis, abdominal pain lower, hair texture abnormal, alopecia and onychoclasis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bacterial vaginosis, dyspareunia, fungal infection, hair texture abnormal, onychoclasis, pelvic infection, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: after hsg the healthcare provider reported that one coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking indifferent areas. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in june 2015: results: positive. Diagnostic results: (B)(6) 2018 type of test: hysterosalpingogram (hsg) result: migration of essure device. One coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking in different areas / malposition of both essure devices with left tube widely opened lot number 50512910 is not valid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : uterine perforation" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the left essure device perforated from the uterine cornua to the posterior uterine wall and sticking out of the posterior uterine wall. Right essure device perforated in the area of cornua and posterior uterine wall / migration of essure device"), pelvic infection ("infection: pelvic") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 34-year-old female patient (gravida 5, para 4) who had essure (batch no. 50512910-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device physical property issue "lot of problems with the coils - one is twisted and another one might even be loose" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included multigravida, parity 4 and miscarriage. No contraceptive or method of birth control was used 5 years prior essure. Concurrent conditions included pain menstrual, menstruation delayed, bacterial infection, yeast infection, elevated bp, headache, floaters, dizziness and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("recurrent vaginal bacterial"). In 2013, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced adnexa uteri pain ("pain: constant pain near ovaries/fallopian tubes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right or left side of my lower abdomen"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic infection, pregnancy with contraceptive device, fungal infection, dyspareunia, adnexa uteri pain, bacterial vaginosis and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, adnexa uteri pain, bacterial vaginosis, dyspareunia, fungal infection, pelvic infection, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: after hsg the healthcare provider reported that one coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking indifferent areas. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: positive . (B)(6) 2018 . Type of test: hysterosalpingogram (hsg). Result: migration of essure device. One coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking in different areas / malposition of both essure devices with left tube widely opened . Lot number 50512910 is not valid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : uterine perforation" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2018: reporter, concomitant condition, event- "the left essure device perforated from the uterine cornua to the posterior uterine wall and sticking out of the posterior uterine wall. Right essure device perforated in the area of cornua and posterior uterine wall " added from medical record. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left essure device perforated from the uterine cornua to the posterior uterine wall and sticking out of the posterior uterine wall. Right essure device perforated in the area of cornua and posterior uterine wall / migration of essure device') and pelvic infection ('infection: pelvic') in a 34-year-old female patient who had essure (batch no. 50512910-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "lot of problems with the coils - one is twisted and another one might even be loose". The patient's medical history included multigravida, parity 4 and miscarriage. No contraceptive or method of birth control was used 5 years prior essure. Concurrent conditions included pain menstrual, menstruation delayed, bacterial infection, yeast infection, elevated bp, headache, floaters, dizziness and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("recurrent vaginal bacterial"). In 2013, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2016, the patient experienced adnexa uteri pain ("pain: constant pain near ovaries/fallopian tubes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("right or left side of my lower abdomen"), hair texture abnormal ("dry hair"), alopecia ("hair comes out in hands fulls") and onychoclasis ("nail break and get so soft"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic infection, pregnancy with contraceptive device, fungal infection, dyspareunia, adnexa uteri pain, bacterial vaginosis, abdominal pain lower, hair texture abnormal, alopecia and onychoclasis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, bacterial vaginosis, dyspareunia, fungal infection, hair texture abnormal, onychoclasis, pelvic infection, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: after hsg the healthcare provider reported that one coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking indifferent areas. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: results: positive. Diagnostic results: (B)(6) 2018 type of test: hysterosalpingogram (hsg) result: migration of essure device. One coil is above the uterus (left side), the other coil is partially blocking and its twisted and poking in different areas / malposition of both essure devices with left tube widely opened lot number 50512910 is not valid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : uterine perforation" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as hair dry , hairs come out and nail break out and get soft. Event of pregnancy (no complications) downgraded to non-serious. Event of she did not undergone essure confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.